Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31548460l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
.It was reported that a patient underwent a pfa atrial fibrillation ablation with an octaray mapping catheter and the patient experienced pericardial effusion that required a pericardiocentesis. After mapping was completed on the left atrium after going transseptal, a pericardial effusion was noticed. The event occurred while swapping catheters and noticed the blood pressure of the patient was low. The pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was pericardiocentesis. The bleeding continued, but before taking the patient to the operating room (or), the issue was resolved and there was no further intervention. The patient was reported to be in stable condition and recovering. The physician stated that possible cause could be the baylis transseptal wire or the faradrive sheath. The octaray mapping catheter never left the atrium. Additional information was received. This adverse event was discovered after use of an octaray mapping catheter (mapped the left atrium). A pericardiocentesis was performed to relieve blood from around the heart. Patient has since recovered fully without needing surgical intervention; however, required extended hospitalization as the patient was kept overnight for observation and recovery. Physician stated concern with the size of a competitive sheath and positioning of the transseptal wire (also competitive system). The octaray mapping catheter performed as expected and did not leave the left atrium (la) map shell. The act is unavailable; however, an act was collected and documented in the emr. Generator was not used. The event occurred during the first catheter exchange. One transseptal puncture site was performed during the procedure.

Manufacturer narrative:
Initially reported in the 3500a initial under b3. Date of event "18-jun-2024". Additional information was received on 14-jul-2025 correcting the date to 18-jun-2025. Therefore, updated this field. During an internal review on 17-jul-2025, noted a correction to the 3500a initial, under the d4. Primary UDI number as it should have been processed as (B)(4). Therefore, corrected. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).